Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the pump and the transmitter were worn on opposite sides of the body. The customer declined additional assistance from tandem customer technical support regarding this issue. There was no reported adverse effect to the customer's blood glucose level.